Manufacturer narrative:
Patient was injected 1.0 ml of revanesse versa+ (with lidocaine) into lips and oral commisures at 11: 00 am on (B)(6) 2020. Prior to procedure patient also received a prilocaine/lidocaine/phenylephrine combo cream. During injection, hematoma was developed on the left lower lip and nurse injector was expected a patient to have a large ecchymosis post procedure. About 4 hours post injection, patient began experiencing extreme swelling in the lips. No significant pain was associated with the swelling. After swelling, about 6 hours post injection; patient was started on methyl prednisone 24mg po x 1 then weaned per dose pack schedule for next 5 days, famotidine 40mg po x 3 days; benadryl 50mg q4-6 hours po x 3 days. On day 3 patient provided picture to the nurse injector and swelling was completely resolved, just left with ecchymoses (expected). The nurse injector informed the manufacturer saying that all symptoms have been resolved and patient has been off all medications for 5 days. The patient loves her result and there is no need to dissolve the product. The clinical complaint was adequately investigated. The batch record and test report for the lot 20f030 were checked and verified. The certificate of analysis, manufacturing batch record checklist, quality control test report and packaging documents were checked and did not find any irregularities in the records. All the records were in compliance with the standards specifications and product has passed. There is no deviation or ncr was associated with this lot. It has been confirmed that no previous clinical complaints have been found for the particular lot number in question.

Event description:
Patient was injected 1.0 ml of revanesse versa+ (with lidocaine) into lips and oral commisures at 11: 00 am on (B)(6) 2020. Prior to procedure patient also received a prilocaine/lidocaine/phenylephrine combo cream. During injection, hematoma was developed on the left lower lip and nurse injector was expected a patient to have a large ecchymosis post procedure. About 4 hours post injection, patient began experiencing extreme swelling in the lips. No significant pain was associated with the swelling. After swelling, about 6 hours post injection; patient was started on methyl prednisone 24mg po x 1 then weaned per dose pack schedule for next 5 days, famotidine 40mg po x 3 days; benadryl 50mg q4-6 hours po x 3 days. On day 3 patient provided picture to the nurse injector and swelling was completely resolved, just left with ecchymoses (expected).